Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The upper and lower cases and two side bail covers were broken, battery release and battery drawer contaminated, and battery contacts compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the epg (external pulse generator) would turn on, but nothing was on the display, and only one green light was on the lcd. Follow-up information received found there was no patient involvement. The device was not put on the patient.

Event description:
It was reported that the instrument would turn on, but nothing was on the display and only one green light was on the lcd display. The instrument was requested to be returned to medtronic for assessment and repair. No patient involvement.